Event description:
I am a physician and got a psoriasis patient recently. He used a lamp from (B)(6) but got burned deadly. The lamp causes increased burning and redness to his elbow psoriasis. He had to stop using after 2 days and thoroughly wash skin to alleviate intense burning. The lamp is a is a prescription (rx) medical device which clearly shows in its package and manual. I think (B)(6) is forbidden to sell this online without prescription. The link of the lamp is (B)(6). (B)(6) should remove this. FDA safety report ID# (B)(4).